Event description:
The customer received a blood glucose reading of 266mg/dl on the contour meter, re-tested on a different meter and the reading was 118mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. The customer returned the test strips for evaluation. Replacement meter and test strips were sent to the customer.